Manufacturer narrative:
This MDR is being submitted beyond the required reporting timeframe due to delays associated with recent internal system changes. The delay was unintentional and has since been addressed through process and system updates to prevent recurrence.

Event description:
It was reported that a new ilet bionic pancreas user performed a dexcom g7 continuous glucose monitor (cgm) sensor change and did not see glucose values on the ilet while values appeared on the dexcom app; review of the ilet dexcom menu showed an incorrect pairing code, and entering the correct pairing code restored glucose readings on the ilet. No clinical signs, symptoms, or conditions were reported. Outcomes included no impact to blood glucose and no need for medical care or hospitalization. User support included interview, device settings review, and guided troubleshooting. Investigation of this case revealed user setup error due to an incorrect sensor pairing code entered on the ilet, with normal device function after correcting the code and education that the code must be entered in the ilet. It was concluded, based on previously established findings for similar reports, that the cause was user error related to pairing configuration.